Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the insulin pump is malfunctioning. Customer stated that the keypad keeps ramping up and the insulin pump is not responding. Customer's blood glucose at that time was 237.6mg/dl. Advised the insulin pump would be replaced. No further information provided.